Event description:
It was reported that the patient's blood glucose (bg) levels reached 19.4 mmol/l (349.2 mg/dl) while wearing the pod between 1 and 4 hours on the arm. The cannula was noted to had dislodged from the infusion site and was bent. A manual insulin injection was administered to treat hyperglycemia.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.